Event description:
It was reported that the lead had dislodged and had entered the vena cava with the tip. The suture sleeve was not tightened well. The lead was replaced without problems. The patients condition was stable all the time.

Manufacturer narrative:
(B)(4).